Manufacturer narrative:
Patient information now provided.

Event description:
A medtronic representative reported that during a cranial biopsy procedure, the navigation system unexpectedly exited. The site was navigating a probe instrument when the system when to a blue screen with the medtronic logo. The site was able to restart the cranial application and get back to the navigate step to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.